Manufacturer narrative:
The physician indicated the graft was intact at time of explant; however, the sutures used to fixate it were snapped - which was attributed to the primary repair failure (re-rupture). The assessment based on the case information provided by the physician indicated, the cause of the event was the re-rupture of the achilles tendon. Neither the product or the product lot number were provided to the manufacturer. The manufacturer of the device at the time was pegasus biologics, inc.

Event description:
Achilles tendon repair with orthadapt augmentation was noted to have re-ruptured approximately one year post-repair (signs and symptoms were not reported). The bioimplant was subsequently removed when the re-rupture was repaired (the re-repair was also augmented with an orthadapt graft).